Event description:
It was reported by the company representative that carevo castor fell off the device due to corrosion. No injury or accident happened. Customer noticed this malfunction prior to use.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. (B)(4).